Manufacturer narrative:
The replaced percutaneous lead (driveline) segment was returned for evaluation. Although the reported low speed advisory events were confirmed during the evaluation of the submitted log file, the cause could not be conclusively determined. The submitted log file captured several low speed advisory events while the system was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 20 inches of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed multiple areas of minimal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing, by-passing the previous repair site, to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on pump support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reference (B)(6) 2018 percutaneous lead was previously reported under MFR # 2916596-2018-01035. Age of device: 3 years, 3 months, 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) (B)(6) 2015. It was reported that patient was having low speed advisories on (B)(6) 2018. Patient was placed on a ungrounded cable and the alarms resolved. Patient underwent a percutaneous lead replacement in (B)(6) 2018. Patient has approximately 4 inches of driveline from skin exit site to the rubber jacket of the replacement site. No obvious signs of wear and tear neither any trauma to the external percutaneous lead (driveline) was observed. The manufacturer's technical service representative reviewed the log file and confirmed the low speed advisory events starting on (B)(6) 2018 while connected to power module and grounded patient cable. An x-ray was performed which was unremarkable. On 01aug2018, technical service representatives performed an external percutaneous lead replacement approximately 3 inches from exit site. All tests passed. No issues were noted after the patient was back on the grounded patient cable. No further information was provided.